Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Unit had minor scratched display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 189 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.